Event description:
Healthcare professional reported left side "shows isolated images of liquid signal intensity" and "burning (undulation)¿, "bilateral retroglandular breast implants with lobulated contours", "isolated bilateral benign calcifications", "feel discomfort and burning (undulation)¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.